Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat. All functions perform as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that before the procedure the mdu did not work at first, when it started to work it became hot. A backup was used to perform the procedure. No delay or complications were noted as a result.